Event description:
It was reported that the lcd display was unreadable. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification, there were missing segments. It was also noted that the keyboard was scratched, the upper case and lower case were broken and contaminated, the battery release, knobs, battery release o-ring, release spring and battery flex were contaminated, the battery contacts were compressed, the battery drawer and one side bail cover were broken, and one side bail cover, one case screw and one side bail were missing.